Event description:
It was indicated that a patient was implanted for a severe, hypotonic neurogenic bladder four years prior to the report with a s3 nerve root stimulator. The manufacturer representative (rep) reported that it led to remarkable improvement in the patient's voiding and almost normalization of their residuals, but had stopped functioning a year prior to the report. The rep mentioned that the patient was having the same issues again. The battery was tested, and was found to be dead. The device was replaced. The patient tolerated everything well, and was taken to the recovery room in good condition. The indication of use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.